Event description:
The pt's daughter reported that the pump was intermittently responsive to "up" and "down" arrow button presses. She said the issue was becoming worse with time. The reporter denies that the pump was exposed to moisture or cleaning products.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the pump intermittently responded to keypad button presses. Adhesive was found under the button contacts and the "up" arrow button contact was found misaligned.